Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 400 mg/dl and as low as 48 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump did not deliver insulin since they felt pressure in their eyes. Customer advised they removed the insulin pump and used manual injection to bring down their blood glucose. Customer performed the high pressure test and passed. Customer advised they used their old insulin pump and their blood glucose went down but when they were hooked up to the new insulin pump their blood glucose would rise. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.